Manufacturer narrative:
Device lot number not reported a review of the device history records could not be performed as the lot number was not provided. One used burr was returned for evaluation. The returned blade assemblies were evaluated and visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee procedure, it was reported that the blade was shedding. The joint was irrigated to remove the shavings. There were no reported patient injuries, delays or complications.